Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The information has been provided with this report. The correct name has been included with this report.

Event description:
It was reported via phone call that the customer stated there was a previous hospitalization due to high blood glucose. The customer was calling for troubleshooting and mentioned this. The customer was hospitalized on (B)(6) 2015. The customer's blood glucose at the time of hospitalization was 450-460mg/dl. The customer stated he woke up at 4am with blood glucose between 380-390mg/dl, then an hour later it was up to 400mg/dl and an hour after that is was up to almost 500mg/dl. The outcome of the hospitalization, the insulin pump was removed and customer was given 10 units at a time via injections for 30 minutes. Customer stated he ended up leaving the hospital because they were not getting his blood glucose down fast enough. The customer went home and treated himself with injection until blood glucose came down and then reconnected to insulin pump. The customer was wearing the insulin pump at the time of hospitalization. The customer's current blood glucose was unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer was treated for high blood glucose with insulin pump, needle and pen. The customer doesn't want to troubleshoot and just want to return the device. Low blood glucose but not hospitalized the customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was 60 mg/dl. The customer advised that when using the pen or needle he is still having high/low blood glucose.